Manufacturer narrative:
Product event summary: it was reported that the patient experienced critical battery alarms. The controller ((B)(4)) was returned for evaluation. Two batteries ((B)(4)) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the batteries' manufacturing records confirmed that the associated devices met all requirements for release. Failure analysis of the returned controller revealed that the device passed visual inspection and functional testing. The controller, (B)(4), in use during the event date did not have the smr software installed. Log file analysis revealed one critical battery alarm involving (B)(4). In this instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc. This observation is indicative of a communication error between the controller and battery. The most likely root cause of the reported event can be attributed to a communication error between the controller and battery. An internal investigation is investigating communication errors. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿battery. Battery / (B)(4)/ model #: 1650 / expiration date: 2016-08-31. (B)(4). Mfg date: 2015-08-31. (B)(4). Heartware ventricular assist system ¿battery. Battery / (B)(4)/ model #: 1650 / expiration date: 2016-08-31. (B)(4). Mfg date: 2015-08-31. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stated that they had two "critical battery" alarms then the battery went from fully charged to drained. Log files confirmed the alarms. The batteries were exchanged. The site also opted to change out the controller since this patient had experienced multiple critical battery alarms, despite all new replacement batteries. The patient was reported to be anxious as a result of the event. No patient complications have been reported as a result of this event.